Manufacturer narrative:
Device is currently being evaluated. A supplemental report will be submitted upon completion of the investigation.

Event description:
Consumer feel asleep on her heating pad and woke up to feel her back burning. After further investigation, she noticed the heating pad burned through the plastic and the heating pad cover, as well as her pillow, pillow case and mattress pad.